Event description:
Customer called to report that approximately 3.5 milliliters of patient blood spilled into the coulter lh780 hematology analyzer when the stopper came off of a sample tube at the piercing station. Subsequently, the instrument generated 'did not detect rocker bed horizontal position' errors and the left mount of the rockerbed appeared to be loose. The leak was contained within the instrument and did not spill in a critical component. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found the rockerbed askew. The fse disassembled and reseated the pivot point for the rockerbed, then tightened the pivot pin to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).